Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the evaluation of the log files it was found that the patient underwent a controller exchange on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: the reported event of a controller exchange regarding system controller, serial number (B)(6), was confirmed via the log files. Two log files regarding this exchange were reviewed, containing data that collectively spanned 12 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp and (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). System controller (B)(6) was observed to be in use on (B)(6) 2019, however it was observed to no longer be in use as early as (B)(6) 2019 per the data. The system controller was not returned for analysis. Requests for missing meaningful information as to why the system controller was exchanged were made multiple times, however no responses were received. The root cause of why the controller was exchanged was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.